Manufacturer narrative:
Contacted bm several times to try and obtain more details from the doctor. Explanation given by bm clarified why the device would have eroded. Since device was not returned, no further investigation can be performed. Based on the evidence provided by bm and the review of records, uromedica cannot conclude that it was an issue with manufacturing, but due to the patient's tissue integrity. The patient is a two time cancer survivor and had been irradiated several times, therefore affecting the integrity of his tissue which often leads to erosions. Balloon erosion is a known and well documented risk of the proact therapy and this instance and the additional resulting adverse effects will be reviewed as part of post-market surveillance for incorporation into uromedica risk management.

Event description:
Patient presented to hospital on (B)(6) 2023 with complaint of rectal bleeding and device balloon protruding from rectum. Bilateral proact device implanted into patient on (B)(6) 2023. Patient returned to operating room for placement of penrose drain due to rectal perforation and explantation of proact device.